Event description:
Report received from abbott international (abbott-canada) which states "cancer treatment with fluorouracil was started at the institute and the patient was then sent home to finish the treatment. The pt woke up during the night and noticed crystals on the pt's forearm. This was from the chemo. Agent that had leaked from the proximal aspect of the filter. The pt washed the area with water and called the nurse on duty. The nurse was able to identify with the pharmacist that the total dose ordered had been received by the patient, and what had leaked was the additional volume in the IV bag. No side effects were reported and no medical intervention was required. No additional patient history was available. Additional information received, states "it is unknown how much leaked. The patient received the ordered dose. The patient did not require intervention. The therapy was scheduled for four days ." Additional patient information was requested, but no further information was available.